Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet system, including a documented blood glucose of 417 mg/dl, after a cartridge reportedly emptied overnight and subsequent supply changes, with device reports indicating approximately 12 hours without insulin delivery and heavy automated correction dosing thereafter; the user also reported recent prednisone use. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included user education on ketone testing and instructions to contact a healthcare provider. Investigation included review of device alerts, guided troubleshooting of infusion setup including tubing fill with immediate drops observed, and review of synced pump reports. Investigation of this case revealed no device alerts affecting delivery and a period of no insulin delivery due to an empty cartridge, with concurrent steroid use as a contributing factor to elevated glucose. It was concluded that the device functioned as designed, hyperglycemia occurred in the context of an empty cartridge and steroid use, and no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.